Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During aspiration of the sheath upon inserting a farawave catheter into the faradrive sheath, air was pulled into the hemostatic valve of the sheath, and air bubbles could be seen in the sheath flush port. The physician believed that a leaky valve on the sheath contributed to this event. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for laboratory analysis.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During aspiration of the sheath upon inserting a farawave catheter into the faradrive sheath, air was pulled into the hemostatic valve of the sheath, and air bubbles could be seen in the sheath flush port. The physician believed that a leaky valve on the sheath contributed to this event. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for laboratory analysis.

Manufacturer narrative:
Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed.